Manufacturer narrative:
On february 28, 2025, product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Ios 9 no longer holds the brush head...comes off in mouth - oral-b [device breakage]. Effect of force triggered the known part related issue - crack at the adapter - oral-b [manufacturing issue]. Case narrative: a parent via phone stated that the oral-b ios series 9 toothbrush no longer held the oral-b toothbrush head and it came off in her handicapped son's mouth. No injury was reported. On 10-jan-2025, case update: the suspect product lot was ab32230259. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Ios 9 no longer holds the brush head...comes off in mouth - oral-b [device breakage]. Case narrative: a parent via phone stated that the oral-b ios series 9 toothbrush no longer held the oral-b toothbrush head and it came off in her handicapped son's mouth. No injury was reported.